Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the log files for the day of treatment can confirm the reported lost pupil detection during treatment. The user was not able by adjusting the white light and the infrared light for a small range to track the pupil again. After several attempts the user cancelled the treatment. The user restarted the treatment and could perform it successfully with no further issue. Before and after the reported treatment several treatments were performed with no tracking issues. No technical issue can be identified by the log file review. No technical root cause could not be identified. The patient had a small pupil and the site reported that the eye tracker was having difficulty following the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the eye tracker was having difficulty tracking the patients' eye during ablation due to a small pupil. The laser stopped firing midway through treatment due to the tracking issues. The surgeon adjusted the quality but could not get the laser to fire so the procedure was aborted and then reloaded the remaining shots on a subsequent treatment which was successfully performed without harm to the patient.